Event description:
It was reported that the extenders are bent and keep popping off the screws. Although the instruments were used in surgery, no pt complications were reported.

Manufacturer narrative:
(B)(4). The device was returned for eval. Visual examination of the tip of the reduction sleeve found that the sleeve tips are bent outward out of print specification at the mas head retention features; the tip-to-tip dimension (9.8 +0.2/-0.0mm) actual measurements range from 10.54-11.06mm. Visual and optical inspection identified multiple areas of wear and/or damage. A functional eval was performed on all sleeves utilizing a sample extender and multi-axial screw (mas); the mas head was unable to be manually pulled out of the inner sleeves with the bone screw at maximum angulation. A review of the device history records did not identify any applicable nonconformance to specification for the parts.